Event description:
The customer contact reported, the patient received more medication than intended. The pump was returned to the biomedical department with a report that the "pca cord was frayed which resulted in the patient receiving too much medication." No specific patient information, pump programming, or event details were provided. Multiple unsuccessful attempts have bene made to obtain additional information including patient outcome.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The pump history was downloaded at the user facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event.